Event description:
It was reported that during a lap cholecystectomy procedure, there was a loss of co2 when introducing the optical element. No adverse pt consequences.

Manufacturer narrative:
Date sent: 07/25/2008. Information anticipated, but unavailable at this time.